Event description:
In 2008, the patient underwent treatment for a thoracic aortic dissection with gore tag thoracic endoprosthesis and two gianturco z stents. A left iliofemoral bypass with a 10mm dacron graft was performed. At about 9 days post-procedure, the patient underwent an exploratory laparotomy, abdominal washout and had a gastrostomy tube placed. The patient became hypotensive and hypoxic with free air on the cxr. Angiogram showed dissection extended and occluded both renal arteries, the patient had a necrotic bowel. In the next day, the patient underwent a second look laparotomy and was found to have a necrotic right colon. The patient was made comfort measures only (cmo) and expired 2 days later.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use, it states: the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta).